Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that the pump emitted a cs 069 call service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the pump black box revealed multiple cs 087 alarms. The cs 69 failure is defined as language file corruption while retrieving the language text. The cs 69 failure was written as cs 87 failure in the black box. During testing, the pump performed the ez-prime steps with no cs alarms occurring. The pump was exercised for 24 hours on a 1 unit basal rate with no cs alarms occurring. The error was resident to the u39 component on the printed circuit board. The cs alarm issue was unable to be duplicated. (B)(4).